Event description:
Same case as MFR# 2134265-2008-04275. This complaint is now reportable based on the analysis. It was reported that during a coronary drug-eluting stenting (des) treatment procedure, a shaft kink occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified distal left anterior descending (lad) artery. The 2.5 x 24 mm taxus express2 (des) stent delivery system (sds) was unable to cross the lesion and the shaft kinked. The procedure was completed with a different device without complications to the pt. The pt's current condition is listed as "good". However, the returned product analysis revealed that the hypotube was broken and there was proximal stent damage.

Manufacturer narrative:
A visual and microscopic eval of the returned device revealed stent damage and a break in the hypotube. The distal end of the sds was inspected under magnification and one segment from the proximal end of the stent was lifted. There was no other damage found on the distal tip. Product analysis found that the hypotube was broken 79 cm distally of the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. A review of the manufacturing record for this batch found that the device met its material, assembly and performance specifications at the time of release to distribution. The most probable root cause for this complaint is operational context.